Manufacturer narrative:
Evaluation of the returned lens showed that a large portion of the lens footplate had been torn away. There was also a split stemming from the torn area extending into the lens optic. There were four deep scratch abrasions in the center of the lens optic. Dimensional measurement of the overall dimension was within specification. H6: method: other, dimensional measurement. Results: product overall dimension was within specification.

Event description:
The lens was replaced after lens subluxation.